Event description:
It was reported that the 3 ml bd luer-lok ¿ syringe with attached bd ¿ blunt fill needle had a defective stopper and the volumetric accuracy was affected. Report 2 of 2. The following was received by the initial reporter: issue: while disposing of a 3ml syringe, I felt a cut to my hand. Upon inspection, I found the syringe was defective. The plastic bubbled out causing a small hole near the base of the syringe. Fortunately, it did not seem to interfere with the administration of the medication and did not break skin. I retrieved the packaging, placed it with the syringe in a biohazard bag and notified the materials management tech who was on the unit. She took the faulty product and said she would report it. Within that same hour, a nurse reported another defective 3 ml syringe. As she wasted ativan, she noted the bevel inside the syringe was warped, causing a discrepancy of approximately 0.2 ml, significant for the medication she was giving which totaled 0.5 ml. Again, the product was removed from service and the packaging retrieved. After calling materials management to report this latest defect, I was told she had thrown the packaging and faulty syringe away and had not noted the lot number or escalated the issue. These were most likely from the same lot. The other syringes next to it in the bin were all from this lot.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.